Manufacturer narrative:
Initial and final MDR 1904649 - MDR 3003442380-2024-12328 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered three events where infusion sets fell off during use, on (B)(6) 2024, after being used for less than 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.